Manufacturer narrative:
(B)(4). The returned ascerta ureteral stent was analyzed, and a visual evaluation noted that the bladder tip deformed and some deep marks in there. No other problems with the device were noted. The reported event was not confirmed. Based on the product analysis, the device found with the bladder tip deformed and some deep marks in there, it is possible that operational factors, such as the force used when the stent is pushed up with the pusher or positioner over the guidewire or when the stent was used, excess of force applied during it used could cause the found issues. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an ascerta ureteral stent was used in the ureter. The procedure name and procedure date was not reported. During procedure, it was found that the ascerta ureteral stent coiled upon advancing through the ureter. The procedure was successfully completed with another ascerta ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the stent was damaged therefore this event has been deemed an MDR reportable event.